Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated for the reported problem. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). Rite electrical safety testing and temperature verification testing passed successfully with no issues noted. However, the device failed volumetric accuracy testing. Pneumatic system testing was performed and revealed a leak isolated to the door assembly. Internal and external inspections were performed and revealed a cracked piston and deteriorated piston foam, determined to be the cause of the rite volume failure. Therefore, the reported issue was verified through sample evaluation. To correct the condition, the piston foam and door piston were replaced. This issue is currently being addressed through a CAPA. A service history record review revealed no issues that could have caused or contributed to the reported problem. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the machine failed fluid volume accuracy testing. Because the device failed during evaluation, there was no patient involvement. No additional information is available.